Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3. After deploying the xt clip, the gradient increased to 7mmhg, the physician was satisfied with the results of the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda appears to be related to patient conditions (thickened leaflets). Mitral stenosis appears to be related to patient conditions associated with the residual mitral regurgitation. Mitral stenosis is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.